Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been having a driveline power fault alarm since (B)(6) 2026. The patient did not notify anyone as they were asymptomatic. In the clinic all connections were secured and a reset was done without resolving the alarm. The system controller and modular cable were exchanged and the alarms resolved.